Manufacturer narrative:
Returned device was received in good physical condition but the downstream occlusion seal bubbled. No evidence of reported problem in event log was found. During the evaluation of the device, the pump was presenting with error code 41622. A faulty motor was found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error error 41622. No patient involvement.